Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the left anterior descending (lad) artery. A synergy¿ drug eluting stent was advanced to treat the lesion. However, the stent had moved on the balloon and was no longer lined up to the marker bands. The procedure was completed with another synergy¿ drug eluting stent . No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Describe event or problem updated. Bsc ID: (B)(4). Tw: (B)(4).

Event description:
It was further reported that there were two stents implanted in the procedure, the first stent was implanted with no issue, and the second stent that moved on the balloon was also implanted with no issue.